Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02194.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery using a neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to advance the neuron max into the target vessel, the physician experienced resistance and the neuron max kinked at the distal one third portion; therefore, it was removed. The physician then advanced a new neuron max; however, resistance was experienced again and the same issue occurred. Therefore, the neuron max was removed. The procedure was completed using another sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max was kinked approximately 77.5 cm from the hub. Conclusions: evaluation of the two returned neuron max¿s confirmed kinks on their distal shafts. If the device is advanced against resistance, damage such as a kink may occur. Based on the reported complaint, the root cause of resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.